Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal and a contaminated dso sensor due to the lifting seal. The device had also failed the upstream occlusion test. The dso seal/sensor and uso seal/sensor were replaced to fix the issue.

Event description:
It was reported that the device's downstream occlusion seal was coming off. There was no patient involvement.